Manufacturer narrative:
It was reported to abbott, a patient underwent a system replacement to address lead migration and an inoperable ipg. The patient stopped charging the ipg due to the lead migration. The leads and ipg were replaced without complications. Effective therapy was restored. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number:1627487-2023-03613it was reported that the patient experienced ineffective therapy due to lead migration. As such, the patient stopped using/charging the ipg. In turn, the ipg became inoperable. Surgical intervention took place wherein the entire system was explanted to address the issue. Reportedly therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.